Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette positive control into well positions e1 and f1 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced tip clamp and plunger clamp in position #1. No death or serious injury was associated with this event.